Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother felt that the insulin pump was delivering the basal rates to the customer. The customer's blood glucose reading was 412 mg/dl. The mother also stated that the piston was not moving back during the rewind. The mother was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.